Manufacturer narrative:
Correction: h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator was inoperative. The device was available for evaluation. Although it was reported that this ventilator was inoperative, a review of the logs show that the device entered into backup ventilation (buv). The service personnel (sp) inspected the ventilator, confirmed the unit was in an inoperative condition and identified a background diagnostic code " mix air flow out of range" which indicated buv. Based upon the code logged, sp replaced the inspiratory module proportional solenoid (psol). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated in the field to potential fault in the inspiratory module proportional solenoid (psol). The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator "shut down". The device was available for evaluation. Although it was reported that this ventilator was inoperative, a review of the logs show that the device entered into backup ventilation (buv). The service personnel (sp) inspected the ventilator, confirmed the unit was in an inoperative condition and identified a background diagnostic code "mix air flow out of range" which indicated buv. Based upon the code logged, sp replaced the inspiratory module proportional solenoid (psol). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated in the field to potential fault in the inspiratory module proportional solenoid (psol). The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator was inoperative. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 was updated due to part return. Section h6 evaluation code result (annex c) additional code added due to return part analysis. H3 device evaluation summary: was updated due to return part analysis medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator was inoperative. The device was available for evaluation. Although it was reported that this ventilator was inoperative, a review of the logs show that the device entered into backup ventilation (buv). The service personnel (sp) inspected the ventilator, confirmed the unit was in an inoperative condition and identified a background diagnostic code " mix air flow out of range" which indicated buv. Based upon the code logged, sp replaced the mix module proportional solenoid (psol). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One mix module psol was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned mix module psol was attached to failure investigation test ventilator for analysis. The unit failed the leak test portion confirming the mix module psol faulty. If a failure of the mix module psol occurs while in use on a patient, the ventilator response would be to enter backup ventilation (buv) the cause of the reported event was isolated to a potential fault in mix module psol. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.